Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The tech found the trend gas springs are locked. He replaced the trend gas springs to repair the bed.